Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about an hour and a half. The signal had gone away by the end of contact with dexcom technical support.